Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD) device. The device had reached end of life (eol) battery status. The battery level was at 42% 12 months ago. Data analysis was performed and confirmed that the power consumption was increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. The device is beeping and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section h6 device codes.

Manufacturer narrative:
This report contains additional information in section h6 device codes.this report contains correction in section h6 device codes.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD) device. The device had reached end of life (eol) battery status. The battery level was at 42% 12 months ago. Data analysis was performed and confirmed that the power consumption was increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. The device is beeping and remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD) device. The device had reached end of life (eol) battery status. The battery level was at 42% 12 months ago. Data analysis was performed and confirmed that the power consumption was increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. The device is beeping and remains in service. No adverse patient effects were reported.